Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the device header. The device was not implanted and was replaced. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an inability to insert the atrial lead into the is-1 port was not replicated in the laboratory. Visual inspection noted particles and flakes of epoxy in the lead bore but it was determined they did not contribute to the field event. Test leads were able to be fully inserted into the lead bores and no anomalies were found. The cause of the field event remains undetermined.